Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure, which triggers the ¿purge pressure high¿ alarm message, could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The us complainant reported the patient was on impella cp support due to having shortness of breath. Less than an hour after the implant, the impella had an "air in purge" alarm. Staff troubleshot, but the alarm kept appearing. The purge cassette was replaced, however following the replacement, flows appeared to be saturated, high purge pressure alarm ensued, and an impella stopped alarm appeared. The impella would not restart.

Manufacturer narrative:
The investigation into the pump stop and the purge cassette failure has been completed since the original report was filed. The device was returned and tested after arriving in fs. The device was visually inspected and significant biomaterial ingestion was observed at the purge gap and outflow cage, wrapped around the impeller. Reproduction testing was done, and purge flow and pressure were observed to be normal after purging. The cause of the pump stop was most likely use related with unresolved air in purge events leading to lack of purge and chained events per clinical and field investigations.